Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusions. A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse was able to replicate the user complaint. Open menu key unresponsive, as well as up, left, right, down keys. Other than unit fully functional. Successfully completed a simulated treatment upon initially testing unit with testing catheter and trainer without issue. Nothing unusual identified in the logs, attached for reference. Narrowed down issue to keypad. Identified what appeared to be saline traces under the keypad. Replaced keypad with overlay, keyboard assembly and keypad controller pcb as a precaution. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The failure analysis and testing department received the following parts associated with this complaint:over keypad assy, eastpr keypad, keypad pcb controller. These parts were received with a reported unit failure message of keypad failure. Performed visual inspection of all parts received and parts looks to be in good condition. Installed all parts into the cs300 test fixture and tested together and separately to the factory specifications per pn: 0070-00-0689 revision w cs300 service manual. The failure analysis and testing department performed keypad/switch tests and passed. The failure analysis and testing department could not verify the failure message of keypad failure. All parts passed testing. Retaining all parts in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a daily routine check, the cs300 intra-aortic balloon pump (iabp) open menu was unresponsive. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.